Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by lot number, standards hazard list (shl) and system risk analysis (sra). The DHR was reviewed and per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 05/20/2015 to 11/16/2015 and trended was not exceeded. The shl was reviewed for the risk of a quality problem with no impact to safety and was determined to be negligible. The sra indicates the risk associated with a quality problem with no impact to safety to be "low." The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue was attributed to using a non-asp tray that is not compatible with the sterrad unit. The customer was advised to contact the manufacturer of the tray for more information on the tray compatibility with sterrad. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100, lot number - the correct lot number is 236511-01.

Event description:
The customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad&#59395;hemical indicator strips not changing color correctly.